Event description:
It was reported that the patient was charging more than expected. The patient complained they had to recharge daily after the overdischarge. The caller stated the patient was pulled out of overdischarge 30 days prior to (B)(6) 2014 by another manufacturer representative. The patient had been keeping the implantable neurostimulator (ins) charged over the past 30 days prior to (B)(6) 2014, but had found the recharging of the ins to be erratic. The patient came in with the ins charged and it depleted within a ¿matter of hours.¿ the patient could charge from zero to ¾ full in 10 to 15 minutes. The manufacturer representative learned about the ¿recharge oddities¿ on (B)(6) 2014. This was described as quick depletion, ¿lots¿ of recharging versus how it was before etcetera. The patient would continue to use the system for a few weeks to see if it improved. It was noted that if there was no improvement the physician may consider a primary cell ins. It was later reported that the patient was having issues charging and the ins would not hold a charge about one month prior to (B)(6) 2014. However, the caller noted that this was a guess and they did not have a specific timeframe. The patient was charging at the doctor¿s office and the healthcare professional (hcp) noticed the battery was depleting while sitting at the office. It was unknown if other troubleshooting was done or if the patient was in overdischarge. It was reported that the patient was scheduled for an implantable neurostimulator (ins) replacement (B)(6) 2014. Later, it was reported that the ins was not replaced, but it was rescheduled for the (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient&#38112;replacement was cancelled and did not happen.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 74001, lot# n281023, implanted: (B)(6) 2011, product type: adapter. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3587a, lot# la6913, implanted: (B)(6) 2002, product type: lead. Product ID: 3550-09, lot# l88323, implanted: (B)(6) 2001, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient&#38112;case was cancelled and not rescheduled as of (B)(6) 2014.